Manufacturer narrative:
Conclusion: error code 43 occurs when the device's internal power converter detects a power supply voltage less than - 15 volts. A review of complaints has noted no similar observations. Consequently, no known root cause for this failure mode has previously been identified. To date, this product has not been returned to medtronic for analysis. Return, however, is anticipated. Upon receipt, a thorough eval will be performed, and the results will be provided to FDA. No adverse pt effects were reported.

Event description:
Medtronic received info that this bio-console exhibited an error code 43, the display flickered, and then went blank. The device was rebooted, but the unit displayed the error code 43 again. The bioconsole was changed out, with no reported pt complication. It was reported that the device will be sent to medtronic for eval.